Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's drive line had a torn outer jacket sheath, as well as a tear in the white controller power lead. Self-test of the controller showed that audible alarms were dim and the controller was hotter than usual. Controller and mod cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿torn outer jack on the white controller power lead¿, ¿audible alarms were dim¿, and ¿patient reports the controller feeling hotter than usual¿ could not be confirmed through this evaluation. The submitted log file captured routine low voltage advisory and power cable disconnect alarm events relating to the 14v batteries depleting and power exchanges. The additional information communicated on (B)(6) 2020 indicated the system controller was discarded and not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 20mar2017. Heartmate 3 patient handbook section 6, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.